Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. Customer was unable to troubleshoot at the time of call. Customer stated that event resolved by reservoir changed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.